Event description:
Reporter alleged the customer obtained a 118 mg/dl on the advantage system. Reporter stated he started eating dinner and nine minutes later he was slumped over. Reporter stated she obtained a 37 mg/dl results on the advantage system at this time, which was within 10 minutes of the 118 mg/dl results he obtained. Reporter stated she then treated the customer with apple juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.